Event description:
It was reported that during a surgical procedure, the bur broke. It was also reported that all bur fragments were retrieved successfully. It was also reported there were no delays, no adverse consequences and no medical intervention as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : product status unknown.